Manufacturer narrative:
The report did not identify the name or location of the user facility of the device in question, therefore, additional information could not be obtained. To date, we have not been informed of this event directly from the user facility. Should we obtain additional information regarding the user facility or specific lot number of the device subject of this event, a follow-up report would be filed with the results of our investigation. There have been no similar complaints in the last 12 months.

Event description:
The user facility reported via user facility medwatch report number mw5118114 that their #1 mead immunity mallet broke into two pieces during surgery. Both pieces were retrieved and there was no report of patient harm.